Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer, an analytical e module analyzer (e170), and a cobas e411 analyzer on 11/18/2015. Refer to the attachment to the medwatch for all patient data. Information concerning if any result was reported outside of the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue could most likely be excluded. Differences the tsh assay between analyzers may be due to the different setups of all assays, the antibodies used, and the variances in reference methods.